Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on an unknown date. Customer¿s blood glucose level was unknown. Customer stated that the insulin pump was not delivering properly. Customer experiencing huge pain when they out of the insulin pump. The insulin pump and reservoir will not be returned for analysis.